Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Visual inspection was performed by the fse from the manufacturer. A small amount of clear/greenish fluid was seen within the driveline connector and the controller connector. This fluid was removed during the cleaning procedure. The reported electrical fault could not be reproduced by the fse. The instructions for use (IFU) specifically warn to protect the driveline from possible contamination during implant. While there is no evidence based on the available information, it may be possible that the driveline became contaminated during the implant procedure.

Event description:
It was reported from poland that the patient experienced three incidents of electrical faults. Preliminary analysis of the log files confirmed the occurrence of electrical faults. A field service engineer (fse) for the manufacturer responded to the facility to inspect and service the device. It was determined that there was contamination inside the driveline cable and the connection port of the controller. The driveline was cleaned by the fse per the procedures detailed by the manufacturer. The patient was disconnected from the controller and power source during the cleaning procedure for approximately fifty (50) seconds. The patient reportedly tolerated the pump stoppage well and suffered no ill effects. The controller will be returned to the manufacturer for evaluation. The driveline remains implanted and so will not be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.